Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited mirror oversensing. The ra lead was reprogrammed and remains in use and the rv lead remains in use. No patient complications have been reported as a result of this event.